Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing during atrial tachy response (atr) episodes with fast ventricular response. The health care professional (hcp) requested boston scientific programming recommendations to avoid potential inappropriate therapy, even though, there is no evidence to suggest that this has happened at this time. The hcp indicated that some reprogramming was done to the device and since then, no prolonged episodes with oversensing have been observed. Device data was performed by technical services (ts) and it was noted that there were true episodes of pacemaker mediated tachycardia (pmt) in the device logbook, which were terminated by the pmt algorithm. Ts provided support and explained possible reprogramming options to resolve the reported observations. At this time, no further information is available. The device remains in service and no adverse patient effects were reported.